Manufacturer narrative:
Concomitant medical devices: 694965 lead, implanted: (B)(6) 2004; 5076-52 lead, implanted: (B)(6) 2004; dtba1d1 ICD implanted: (B)(6) 2015.

Event description:
It was reported that the patient's right ventricular (rv) lead had high impedance, unstable thresholds, and a rise in capture. The lead was capped and replaced. As well, the patient's left ventricular (lv) lead had high impedance and a rise in capture. No intervention was completed with the lv lead. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.